Event description:
After three compass coils and an orbit coil were deployed in the aneurysm, a cashmere coil could not be detached. The connection was checked and the detachment button was pressed three additional times, but the coil could not be detached. Then the cable was replaced, but the coil could not be detached. The coil was safely removed from the body. The same model coil was deployed successfully after this as well as 6 other coils, with no problem. It is unknown if a pre-deployment electrical check was performed; however, it was reported that upon pressing the power button, all lights illuminated and an audible signal was heard. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. Since there was no evidence of a manufacturing issue, no corrective actions were taken.